Event description:
It was reported that the patient experienced syncope. High pacing thresholds were noted on the right ventricular (rv) lead; however, no noise or other issue was observed. The physician felt that the pacing was ineffective, the lead was not capturing, and elected to abandon the rv lead. A new lead was placed without complication. No additional adverse patient effects were reported.